Event description:
It was reported the physician was concerned about lead placement since the patient had to turn the programmer up so high to receive stimulation. The battery depleted prematurely as a result. The depleted implantable neurostimulator was removed. The lead position was looked at under fluoroscopy during the procedure. The lead had been placed in the left s4 foramen and there was ¿very slight¿ bellows response on the #3 electrode at 10v. It was also stated it the lead was low in the right s4 foramen, too far away from adequate sacral nerve responses. It was unclear which side the lead was originally placed on. Bellows and toe response were checked with a needle in the s3 foramen on the right side. Responses were good at 2v. The physician decided to leave the old lead in the patient and implanted the new tined lead into the right s3 foramen. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v549292, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).